Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette. Treatment was discontinued. When the cassette was removed there was fluid leaking. The patient was advised to contact his nurse. The cassette was discarded. During follow up the patient's nurse reported he did not have any adverse event due to the leak.